Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It instructs the user to open the clamp on the patient line to ensure proper priming. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) failed to follow therapy steps during peritoneal dialysis therapy on the homechoice (hc) device during initial drain. During an assistance call for re-priming on the hc device, the hp informed the technical service representative (tsr) that they were trying to re-prime the patient line, and did not get a chance to re-prime and then connected to the hc anyway and started initial drain. The tsr advised and assisted the hp in ending the therapy. The tsr advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.